Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 12 x 2.75 promus premier drug-eluting stent was advanced and placed. However, under fluoroscopy, a non-blood flow limiting proximal to stent edge dissection was observed. A 2.75x12 promus premier drug-eluting stent was used to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable. It was further reported that dissection was noted after placing the 2.50 x 28 synergy drug-eluting stent (des). The 12 x 2.75 promus premier des was used to cover and treat the event.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Brand name corrected from promus premier to synergy. Model number corrected from 9548 to 10621. Lot number corrected from 0020921373 to 0021979509. Expiration date corrected from 07/17/2019 to 09/25/2019. Unique identifier (UDI) # corrected from (B)(4). Device manufacture date corrected from 07/17/2017 to 03/29/2018.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 12 x 2.75 promus premier drug-eluting stent was advanced and placed. However, under fluoroscopy, a non-blood flow limiting proximal to stent edge dissection was observed. A 2.75x12 promus premier drug-eluting stent was used to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.